Event description:
A pair of narrow screw removal pliers broke apart while trying to grab a screwhead. The connecting screw was recovered during the case but has not been returned. The rest of the item has been returned. The large hexagonal screwdriver with t-handle is distorted on the screw driver end. This was noticed intra-operatively and an alternate screwdriver was used. The hollow gouge for broken screw exposure was used to remove a screw head and has subsequently been damaged. The surgery was completed successfully with delay of less than 14 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the relevant drawings were reviewed and are determined to be suitable for the design and related dimensional conformity. The pliers show moderate use during its 3.5 year lifespan. The device was received in three pieces. The screw that connects the two handles is deformed and is not holding the two handles together. The handles have various scratches and discolorations consistent with regular usage. The handles are slightly bent which suggests that during use, the handles were levered forward and back rather than the suggested twisting motion to remove a screw. The levering most likely placed undue stress on the pivot screw, causing it to fatigue and break. The gripping tips are also well worn and gouged from use consistent with both twisting and levering motions. The returned instrument is part of the screw removal system; and proper use and maintenance are addressed in technique guide. The instrument was used to remove distal locking screws from a non-synthes tibial nail; screws that the instruments are not designed to remove. This device is used for removing all synthes screws (per the technique guide). The complaint condition is due to heavy usage, instrument age, and method of use; it is not due to the instrument¿s design. Because of this, the complaint is determined not to be a design deficiency. The returned parts are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device is an instrument and cannot be implanted or explanted. The review of a device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.